Event description:
It was reported that during initial implant procedure patient's new atrial lead exhibited high capture threshold. It was also noted that the lead helix exhibited rotation anomaly which caused lead dislodgment. The lead was not implanted during procedure on (B)(6) 2022. An alternate lead was implanted. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported event of a capture issue was not confirmed. As received, a complete lead was returned for analysis with helix retracted and covered in blood and tissue. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage noted at the connector pin region. The cause of the helix mechanism issue was due to over torque of the inner coil consistent with procedural damage. No other anomalies were found.